Manufacturer narrative:
(B)(4). Investigation summary: customer reported that IV tubing was separated, and not in one piece, and provided a photo of the incident. No physical sample was provided, and so a failure investigation was not conducted. The root cause of the failure cannot be determined without an investigation. The photo clearly shows a separation at the outlet of the top pumping segment clip. The complaint of separation is verified and will be trended with future complaints. A device history record review for model#: 2420-0500; lot number: 20063047 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 01jun2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: customer reported that IV tubing was separated and not in one piece, and provided a photo of the incident. No physical sample was provided, and so a failure investigation was not conducted. The root cause of the failure cannot be determined without an investigation. The photo clearly shows a separation at the outlet of the top pumping segment clip. The complaint of separation is verified, and will be trended with future complaints.

Event description:
It was reported that the gem 20dp ckv 3ss dehp free experienced component separation. The following information was provided by the initial reporter: material no: 2420-0500; lot#: 20063047. On (B)(6) 2020, IV tubing was separated, and not in once piece.